Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that his left leg was swollen due to excessive water, heart issues, and diabetes (type 2). The nurse stated that chest pains, edema of the lower extremities and swollen legs is the diagnosis. The patient had also reported on the call that high blood glucose (bg) levels of 485 mg/dl, was one of the reasons he sought medical attention. The patient changed out the pod. The patient was given a catheterization of the heart, left leg and given manual injection of insulin. The pod was worn between 24 and 36 hours on the abdomen.